Event description:
Device returned with report of "seroma - apparently pt fell - new connector implanted." Follow up with hcp revealed pt suffered increased pain, a spinal headache and vomiting necessitating hospitalization. Catheter was found to be broken at the connector site. Catheter connector replaced. Since replacement of the catheter connector, the seroma and headache have resolved and pt has good pain control.